Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that several months after implant, there was no data or longevity estimate available. It was found that implant detection was still on due to the atrial port being plugged. Follow-up information indicated the implant detect was turned off. The device remains in use. No patient complications have been reported as a result of this event.